Manufacturer narrative:
Correction: this field was originally marked as adverse event, but should have been marked as product problem instead. The user sent back the suspect clamp under a non-related return authorization number and therefore, the suspect clamp was discarded as it could not be traced to the complaint of origin. Unable to conduct further investigation.

Event description:
A site representative, purchasing, reported a stripped screw on their open spine clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.device lot number, or serial number, not available at time of this report.device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time.suspect open spine clamp has not been returned to manufacturer for further evaluation.